Event description:
Description of event: the stent was reported to have stretched/elongated during the procedure. The device, labeled as 140 mm, was observed to extend to approximately 160 mm after deployment. The stent remained implanted in the patient. The reporter indicated that the issue is believed to be due to user error. Patient outcome: no patient harm. Stent remained in patient. The following information has been received via email on 16jun2026: 1. Please clarify the statement that "the issue is believed to be due to user error." There was a good bit of stretch in the stent, we normally see that when the device is pulled on before stent is fully deployed. 2. Please provide the patient's age. I don¿t have this information. 3. What disease pathology was being treated? This was a calcified sfa lesion. 4. If a contralateral approach was used, was the bifurcation angle steep? Not to my knowledge. 5. What access site was chosen? Common femoral. 6. Please provide the introducer sheath details (name, french size, and length). I don¿t have this information. 7. Were there any issues with flushing the device? No. 8. Please provide the wire guide details (name, diameter, and whether it was hydrophilic).it was .035 wire, I do not know which one. 9. What approach was used to access the target site (contralateral, ipsilateral, antegrade, retrograde, or other)? Contralateral. 10. What was the target location for the stent? Sfa. 11. In which artery was the stent placed? Sfa. 12. Did the stent delivery system cross the target location? Yes. 13. Was pre-dilation performed prior to stent placement? I don¿t have this information. 14. Was the patient's anatomy difficult or altered (e.g., previous bypass, tortuous, calcified)? No. 15. Were any additional defects observed on the delivery system prior to return? No to my knowledge. 16. After deployment, did the stent show signs of compression, fracture, deformation, constraint, elongation, or any other issue? Elongation. 17. Was the delivery system advanced to the target site easily and without resistance? To my knowledge yes. 18. If resistance was encountered, how was it managed? I don¿t have this information. 19. Was post-dilation performed following stent placement? I don¿t have this information. 20. Had a stent previously been placed at the same or adjacent location? No. 21. If yes, was the complaint stent deployed within a previously placed stent? Na.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.